Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) sent an email to the customer requesting additional information regarding the issue. After that the customer confirmed that the problem involved being unable to load the kit. The tss provided the relevant guide, however, customer indicated that all steps in the guide had already been performed. The tss informed the customer that another workaround would be investigated. Customer later advised proceeding with case closure. A follow up email was sent to customer requesting an update on whether the issue had been resolved, but no response was received. There was no information received about repairs.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary user created kits on the server. However, when attempted to load these kits into the pyxis system, they do not appear. The user was asking whether the kit must be added as a formulary item before it can be loaded into the machine, and whether a medication identification number was required. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary user created kits on the server. However, when attempted to load these kits into the pyxis system, they do not appear. The user was asking whether the kit must be added as a formulary item before it can be loaded into the machine, and whether a medication identification number was required.however, there were no delays or adverse events or injuries reported based on this event.